Manufacturer narrative:
The product was not returned for analysis. The estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion. The patient came to the hospital as he felt fatigued. This device was analyzed and the battery appeared to have prematurely depleted as it had reached end of life status. This device remained in service and immediate replacement was recommended. Subsequently, this device was explanted, replaced and it is not expected to be returned as it was discarded at the medical facility. No additional adverse patient effects were reported.